Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of non-sustained right ventricular oversensing noted on the device. Reprogramming is anticipated at the patient's next follow-up. The patient was stable and will continue to be monitored.